Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, model #: mc1avr1-delsys/ expiration date: 28-feb-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no, dev rtn to MFR? No. Mfg date: 24-sep-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) poor r waves were noted. Retrieval and repositioning of the device into lower septum was attempted. It was noted the delivery tool moved when putting the gooseneck curve on so a higher septal placement was tried. It was then noted the patient became non responsive. Oxygen and blood pressure could not be verified. "Code" was called and the patient lost pulse. Tamponade from perforation was noted. Pericardiocentesis was performed. Measurements on the device were stabilized and the tether was removed. X-rays were taken. A drop in r waves, high thresholds and device "movement" were noted. During transfer of the patient to another facility the patient passed away on the table.